Event description:
In (B)(6) of 2021, I began seeing a rheumatologist due to increasing symptoms of fatigue and pain in my body. They have run many tests and my inflammation markers are staying high but no diagnoses of ra or any other autoimmune disorder tested positive. They diagnosed me with fibromyalgia but my symptoms of joint pain are steadily increasing. I have allergan breast implants implanted in 2016 which were recalled in 2019 but my plastic surgeon has said multiple times that I did not have signs of cancer and did not need to remove the expander and that allergan would not pay for the removal which was a financial issue for my family. I received the expander due to being born with a deformity, tubular breast's, and was correcting the deformity. I feel like I am suffering from bii. (Breast implant illness). These blood work test went on for almost 2 years. Reference reports: mw5156317, mw5156319, mw5156320.